Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. Two erbe generators were returned and analyzed. The units energized and cauterized at all ports and recognized all instruments. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the monopolar firing issues and seating issue on the bipolar port. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar energy was not working on the erbe generator. The generator was recently replaced for energy issues in previous cases. The technical support engineer (tse) reviewed the onsite logs, and found errors c-38, m-11 and m-18 pointing to generator issues. The tse asked the clinical sales representative (csr) to try another green instrument cord and both monopolar energy ports. The faults still recurred. The tse also asked the csr to power cycle the erbe generator if possible. The tse suggested a covidien generator can be used for monopolar energy, but the surgeon would need to activate monopolar energy using the covidien foot pedal. The csr ended the call to discuss options with the surgeon. The other vision side carts (vsc) were in use. There were no reports of patient injury. The procedure was completed as planned. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.